Event description:
Pt presented for his routine hemodialysis treatment which would run for four hours. Three hours into the treatment blood was observed exuding from a small pin-point hole on the venous port of the catheter. The treatment was stopped. The physician removed the catheter and instructed the pt to return the following day for a perma-cath exchange.